Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that leakage between the catheter and the hub was observed during the procedure. There were no adverse effects reported due to the event and no report of an additional procedure.